Event description:
Health care professional reported "catheter wrapped around pump, no longer in intrathecal space. Patient has twiddlers syndrome, increased spasticity." The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.